Manufacturer narrative:
On may 22, 2020, mentor became aware that the correct date of implant explantation surgery was (B)(6) 2020. In addition, mentor also became aware that the patient underwent replacement with a 475cc mentor smooth round moderate profile saline (catalog: 3501680 lot: 7336895 sn: (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 14 cm was also observed within the crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this 6904092 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 9, 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.